Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an axios stent and electrocautery-enhanced delivery system was to be implanted in the bile duct for biliary drainage during an endoscopic ultrasound (eus) guided choledochoduodenostomy procedure performed on (B)(6) 2023. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange was successfully deployed in the target lesion; however, when the physician attempted to push the second flange out of the scope, the stent fully deployed in the lesion. The axios stent was removed with grasping forceps and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the handle was rotated as the device was locked to the scope. However, the axios stent and delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the IFU.